Event description:
According to the customer, an erroneously elevated accu tni result was generated by an access instrument. The erroneous accu tni result was 0.77 mg/ml. The customer did not indicate if the result was reported out of the lab. But based on the time duration between the initial and repeat testing, it was assumed the erroneous result might have been reported out of the lab. The customer reran the sample for accu tni and obtained a result of 0.02 ng/ml. The result of 0.02 ng/ml was reported out of the lab. There has been no change to pt treatment that can be attributed to this event.